Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system blinking on and off, and had poor quality image display in lateral position. No pt injury was reported.